Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was 468 mg/dl at time of incident. When customer took 6 units it was 450 mg/dl, when took 3 units it was 392 mg/dl and when took 6 units it was 344 mg/dl. Morning when customer got it was 369 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump was not in auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer was able to perform test. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.